Event description:
It was discovered in a medical journal article that it was found during the study that one patient turned out incipient extrusion of the implant at nasal tip. A second surgery was performed to remove the implant.

Manufacturer narrative:
Device is not available for evaluation however, according to the risk management file the root cause of this complaint is considered an intrinsic foreign body reaction of the implant. H3 other text: not available.

Event description:
It was discovered in a medical journal article that it was found during the study that one patient turned out incipient extrusion of the implant at nasal tip. A second surgery was performed to remove the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.